Event description:
A customer from (B)(6) reported to biomérieux a false susceptible vancomycin result for a staphylococcus haemolyticus eeq survey sample, in association with the vitek® 2 ast-p631 test kit. The customer reported that they obtained a vancomycin susceptible (mic = 1 mg/l) result instead of the expected resistant result . The customer stated the instructions for use was followed and that the strain was not retained. There was no patient involvement as the issue pertained to a eeq survey sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a false susceptible vancomycin result for a staphylococcus haemolyticus eeq survey sample, in association with the vitek® 2 ast-p631 test kit. An internal biomérieux investigation was performed. The reference method (broth microdilution, bmd) which was the method used for vancomycin (va) development (formulation van04n) on ast-p631 card gave: va mic = 2 mg/l s (value on the breakpoint so we can have s or r within 1 doubling dilution - borderline strain) . On vitek® 2 v7.01 (aes parameters : casfm eucast 2016 + phenotypic), tests were performed on ast- p631 cards with two (2) different customer lots ((cl1) 7310346103 and 7310276103 (cl2)) and two (2) different random lots ((rl1) 731398312 and (rl2) 7310263103). Results obtained on vancomycin : va mic = 1 mg/l s (3 times : on cl1-cl2 -rl2) and va mic = 4 mg/l r (1 time on rl1). These results are in essential agreement within one doubling dilution to the reference value (2mg/l). Vitek® 2 ast-p631 cards performed as intended and no further action is required. Note : customer issue (susceptible results) reproduced in-house 3 times, acceptable result due to the fact it is a borderline strain.